Event description:
It was reported that during a lobectomy procedure, the device remained closed on the tissue. After loading the second cartridge for the third stapling and closing the jaws the firing trigger was stuck and it was impossible to activate. Moreover, the device was stuck closed on the tissues. After several manipulations and three unsuccessful attempts to fire the device, the surgeon succeeded in removing the device, but noted the lung parenchyma was slightly torn. A bleeding, in an unknown quantity but needed no transfusion, was immediately controlled thanks to a second stapler. The staple line was reinforced with manual sutures. The patient is currently fine.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the 6cb45 device was received in good visual condition and with no reload loaded in the device. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge reload was returned for analysis.

Event description:
(B)(4). Initial information received from a physician on (B)(6) 2009: a female of unk age received several treatments of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] and ten months after her last injection, developed nodules all over (dose, dates, and indication unk). The nodules are in the cheek area from the orbital rim to the nasolabial folds and the physician excised all of them. He tried using a needle to break up the remaining nodules in addition to intralesional steroids and saline but nothing worked. He cannot surgically remove all of the nodules as that would lead to excessive scarring. Medical history and concomitant medications were not provided. No further relevant information reported. Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unk) from product technical complaint report case ID (B)(6) dated (B)(6) 2009, received by (B)(6) on (B)(6) 2009: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.